Manufacturer narrative:
Product event summary: the delivery system was returned and analyzed, and the delivery system shaft was mechanically kinked/buckled. Blood was observed on the sheath. Visual analysis of the lead indicated damage during use.

Event description:
It was reported that during the implant procedure, the device was deployed and doctor decided to recapture the device. Upon recapture attempt the recapture cone was damaged and its shape appeared different. The leadless implantable pulse generator (ipg) was implanted and remains in use. No patient complications have been reported as a result of this event.